Event description:
As reported, approximately 4 years and 10 months post initial total knee arthroplasty (tka), the patient experienced pain in the operated knee. During examination, the patient had multidirectional instability of the knee. In radiological study, the image was compatible with polyethylene wear, wear of the patellar component, massive osteolysis in relation to the tibial component, and tests compatible with aseptic disimplantation. The patient had normal blood metal levels. It was further noted that the patient experienced significant disability and surgical revision was performed to avoid injury or permanent disability. No further information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-010-01-0235 - femur ps cem.nº3.5 izq.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2025-00373.